Manufacturer narrative:
Philips service replaced defective components and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start due to short circuit caused by injector connection error on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.